Manufacturer narrative:
Patient weight not made available from the site. Device manufacturing date is unavailable. Return requested. Replacement device shipped to site 01/15/2016. Medtronic investigation of returned suspect ratcheting handle confirmed handle top strike plate is broken off/missing. Ratcheting mechanism is fully functional. - hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spine procedure, the surgeon broke the ratcheting handle when inserting screws. A second handle was brought in to be used to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.

Manufacturer narrative:
(B)(4)